Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing uncontrollable blood glucose levels for the past week. Blood glucose level at the time of the incident was 295 mg/dl, treated with manual injection and had a low of 49 mg/dl. Blood glucose level at the time of the call was 155 mg/dl. Customer was assisted with troubleshooting. Displacement test was performed and passed. The insulin pump was not replaced or returned for analysis.